Event description:
The dentist reported that the implant was installed on (B)(6) 2011. 3 months after the surgery, the heal was placed and after 6 months the final crown was installed. After 2 years patient returned presenting mobility in the implant.